Manufacturer narrative:
The product was returned to the MFR for inspection and eval. It was confirmed that the center image was missing, as well as air/water leakage at the distal end, fluid invasion underneath all led-windows, and a distal tip failure, in which the distal tip was leaking between distal tip body and c-cover. As a result, the following was repaired: bending sheath on the distal tip, forward air water nozzle, control body, side cover and resealed the side cover, control body grip, and the ccd camera assembly.

Event description:
It was reported that the center image was lost during a procedure when the endoscope was withdrawn. There was no report of injury or other negative health consequence to any pt. Submission of this report does not, in itself, represent a conclusion that the medical device caused or contributed to an adverse event.